Event description:
On (B)(6) 2012, the patient's mother contacted animas to report that her daughter was having issues with high blood glucose (bg) readings the evening prior and day of. The patient informed customer support that her bg the evening prior was 500 mg/dl. With the elevated bg, the patient claimed she had symptoms of nausea, confusion and was agitated. It was noted that the patient lost the cartridge cap while in the process of changing out her infusion set in response to the high bg and went on back up plan (injections) due to lost cap. Prior to 500 mg/dl reading, the patient informed customer support that her bgs had been running high all that afternoon and were between 300 and 400 mg/dl and was treating the high bgs with a correction bolus every hour to hour and a half. The patient informed customer support that her bg went down to 368 mg/dl after taking correction bolus for 500 mg/dl result and the on the morning of (B)(6) 2012 her bg was at 312 mg/dl and in the 200 mg/dl range afterwards. At the time of the call, the patient confirmed that the pump was set to the correct date and time and all advanced settings were also correct. There were no associated alarms in pump history. The patient denied any kinks in tubing or bent cannula's, but mentioned bleeding from site when she removed infusion set to replace after obtaining high bg. Review of bolus history showed all bolus's were delivered as intended. The patient informed customer support that a couple of weeks prior her doctor had adjusted her I:c ratio and isf and since then her bgs have run higher (in the 200 mg/dl range). This complaint is being reported because the patient developed signs/symptoms suggestive of hyperglycemia while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 12/09/2013 with the following findings: testing was unable to duplicate the complaint, the pump information for the complaint date has been overwritten. The black box contains dates from (B)(6) 2013 to (B)(6) 2013. Due to continuous use of the pump the black box data and histories for the event on (B)(6) 2010 have been overwritten. The current black box and alarm history shows no errors or alarms associated with the complaint. The total daily insulin deliveries add up correctly and reflect the user's programmed basal rates. The pump completed and passed a 29 hour flow accuracy test; and it was found to be delivering within the required specification. A force sensor calibration check showed the pump is not detecting the correct force at 5 lbs. The force sensor resistance was found to be in specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.